Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately calcified and moderately tortuous forearm vessel. A 5.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to predilate the lesion. The balloon first inflated at 24 atmospheres. However, the balloon ruptured at 24 atmospheres on the second inflation. The ruptured balloon was removed completely from the patient. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched along the main body of the balloon measuring 4.4cm in total length. A microscopic examination of the balloon material identified no anomalies which could potentially have contributed to the tear. An examination of the proximal and distal markerbands identified no issues which could potentially have contributed to the tear in the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately calcified and moderately tortuous forearm vessel. A 5.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to predilate the lesion. The balloon first inflated at 24 atmospheres. However, the balloon ruptured at 24 atmospheres on the second inflation. The ruptured balloon was removed completely from the patient. No patient complications were reported and patient's status is good.